Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, a cause was not established. The investigation findings did not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the colonovideoscope evaluation, the plastic distal end cover was found to have a foreign object. There was no patient involvement.